Event description:
The company was informed that the patient's electrode array was outside the cochlea. A tomography scan revealed that the electrode array was in the eustachian tube. The patient was prescribed antibiotics (clarithromycin) 250mg. The patient had revision surgery to reposition electrode array on (B)(6) 2014. The patient is currently being monitored.